Manufacturer narrative:
A zoll representative went onsite to evaluate the device. The evaluation concluded the device is beyond economical repair. Due to the device's age, the device was scrapped at zoll medical corporation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.